Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this system exhibited high pacing impedance measurements on the right ventricular(rv) channel. An echocardiogram and medical resonance imaging (MRI) confirmed a perforation. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.